Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds and loss of capture. Additionally, while report trends have indicated this issue, presential evaluation have measured low thresholds. Analysis was performed and it was determined that the readings during of the right ventricular automatic thresholds test (rvat) sometimes were inadequate due to fusion beat, low amplitude and competing rhythm. Troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.